Manufacturer narrative:
(B)(4). D10: cat #: 650-1163 / delta cer fem hd 32/-3mm t1 / lot #: 2016100860. G2: australia. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00482. Proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The use of this device with components from any other manufacturer is considered off-label use. It is unknown if the off-label use caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a hip procedure approximately seven and a half years post implantation due to instability. Competitor shell and liner were removed with the zimmer biomet head and stem. All items were replaced. Attempts have been made and no further information is available.